Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "sorce side helium leak". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "source side helium leak" is not able to be confirmed. The product was not returned for investigation. According to the service report, the helium regulator was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "sorce side helium leak". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.